Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to a company representative that during a cataract phase of a combined procedure (lensectomy with vitrectomy) on a grade 4 cataract, the 'frag needle sheared off" and fell into the back of the eye and was removed. The procedure was completed by replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of frag needle sheared off and fell off in the eye; therefore, the condition of the product could not be verified. A review of the device history records traceable to the possible lot numbers, indicates that the product was processed and released according to the product¿s acceptance criteria. Two photos attached to the parent complaint were reviewed by the investigation site. Photo 1 shows a blister with a phaco tip wrench, a phaco tip cannula. Photo 2 show two labels with same product as reported and same possible lot numbers as reported. The reported event of tip sheared off and fell off in the eye cannot be determined from the photos attached to the parent complaint. A sample was not received at the manufacturing site and the device history record review of the lot numbers provided indicated the product was released to the product¿s acceptable criteria; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).